Event description:
It was reported that the right atrial lead exhibited low impedance, a fracture and clavicular crush damage. The lead was explanted and replaced successfully. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.